Event description:
On (B)(6) 2015, the reporter contacted animas alleging a multiple ¿loss of prime¿ issue with the pump. The patient reportedly experienced a blood glucose (bg) value greater than or equal to 250mg/dl with symptoms of extreme thirst and was lethargic. The exact bg measurement reportedly was not provided. The patient reportedly did not require any medical intervention. The patient reportedly was using the cartridge per instructions for use (IFU). The pump was requested; however, the patient denied the return of the pump and remained on insulin delivery function. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged, ¿loss of prime¿ issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.